Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller was found to have blue data port broken. It was stated that there was no effect on patient. It was also stated that the controller was exchanged and there were no patient consequences. It was further stated that the controller was disposed and would not be returned. No additional information available.

Manufacturer narrative:
It was reported that the serial port of the controller was broken. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of a broken serial port may be attributed to an applied external force, causing the serial port to fracture. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.